Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system has not been made available for analysis by the manufacturer. Therefore, no analysis has been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the computer did not display the longitudinal driver. There was no impact to patient. There was a reported delay of 10 minutes as a result of the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.